Event description:
It was reported that the pt was hospitalized due to constipation. The pt also never had therapeutic effect. The pt has been seen twice for reprogramming. Reprogramming alleviated pain that the pt experienced at insertion, but has not helped with symptom control. The pt was feeling stimulation near the rectum previously, but was no longer feeling this. That pt was redirected to her physician.

Manufacturer narrative:
(B)(4).